Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized for high blood glucose levels three times within the past six months. It was reported that the customer declined to speak to anyone. The customer declined to troubleshoot. No further information provided.